Event description:
Related manufacturer reference number: 2017865-2022-21817. It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, the right ventricular lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition.